Event description:
It was reported that a customer observed air in the line of a clearlink extension set. This occurred during infusion of an unspecified drug. The duration of infusion was approximately four hours at an unspecified rate. The extension set was used with an unknown buretrol set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.